Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was experience escalating pain. As a result, surgical intervention was undertaken wherein the ipg was explanted.